Event description:
It has been reported to philips that the user strained his back while moving the c-arm stand as the wheel was not aligned properly. Though there was no alleged death or serious injury, we are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected the left steering wheel was difficult to move. Contrary to initially reported information, the user did not strain his or her back. It was confirmed that no harm or injury occurred. The philips engineer inspected the system on-site and confirmed misalignment of the rear steering wheel of the veradius unity system. The philips engineer replaced the steering chain and rear steering wheel and confirmed that the system was working within specification again.based on outcome of complaint investigation a probable cause of the steering wheel misalignment is normal wear and tear. According to instructions for use (4598 009 42031 chapter 7.3), the user should perform a daily user routine check to ensure correct functioning of brakes, wheels, and steering. Philips evaluates this complaint as not reportable as no serious incident occurred and a serious injury is not likely to occur.codes were updated based on the investigation outcome.